Manufacturer narrative:
Additional information: b5, h6.

Event description:
New information received notes the patient also had a pocket infection.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-24629. Related manufacturer's reference number: 2017865-2021-24630. Related manufacturer's reference number: 2017865-2021-24633. It was reported the patient presented to the hospital with pocket erosion. The patient's pacemaker, active right ventricular (rv) lead, capped rc lead and right atrial lead were explanted. The patient was in stable condition.